Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer reportedly experienced issues charging the pump. In addition, multiple cartridge change error messages occurred with multiple cartridges during the loading process. In addition, the customer's blood glucose (bg) level was 600 (mg/dl) with ketones. A manual injection was administered to address bg level. Reportedly the customer would use manual injections as alternate insulin therapy.